Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post of an absence of the no delivery alarm. The customer's blood glucose reading was unknown. The customer was unable to be reached for further details regarding the incident. Nothing was replaced or returned.